Event description:
Infant for circumcision, ob (obstetrician) doctor used 1.3 disposable gomco from medline. Post-circumcision infant continued to bleed. Md (doctor) thinks it could have been a possible defect of gomco. Gomco saved for evaluation. Post-bleeding occurred at 1100 and events ended at 1320. During that time pressure applied. Silver nitrate applied, surgical applied, cold compress applied, urology called and came to assess infant and places stitches.